Event description:
It was reported while using a bd vacutainer® precisionglide¿ multiple sample needle, the tube pushes off of the non-patient end of the needle. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary bd received one photo and one video for investigation. The evaluation of the photo does not show tube push off, while the video captures tube push off. A total of 10 retained samples were functionally tested, each used to draw six tubes, and no tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® precisionglide¿ multiple sample needle, the tube pushes off of the non-patient end of the needle. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.